Event description:
The device was returned to physio-control, (B) (4), in accordance with FDA field action # z-0836-2007. When evaluated, it was observed that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of capacitor c177 on the analog pcb assembly. The customer received a replacement device.